Manufacturer narrative:
Eval summary: the fracture occurred below the level of the augment, allowing the surgeon to fix the augment using other screws through alternate screw holes. The fractured head of the screw was returned. Sem analysis shows signs that the fracture, "occurred by overload in bending and torsion." The most likely cause of the fractured screw is combined stresses from torsion and bending applied to the screw during insertion. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the screw sheered off inside the augment screw hole.